Event description:
A hospital in (B)(6) reported to our distributor that two rt340 adult dual heated evaqua breathing circuits were leaking due to a fault with the expiratory limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Please note an initial report was submitted on (B)(4) 2012 with a follow up due upon completion of our investigation. Due to an error the initial report was submitted via the test gateway. Please consider this our initial/final report for this complaint. Method: two rt340 adult dual-heated breathing circuits (breathing circuit 1: lot number not provided, breathing circuit 2: lot number 120322) were returned to fisher & paykel healthcare in (B)(4) and were visually examined for the reported damage. Results: visual inspection revealed a hole approximately 30 cm from the proximal connector on the expiratory limb of breathing circuit 1. A hole, approximately 13.5cm from the connector, was found on the dryline of breathing circuit 2. A lot check revealed no other complaints of this nature for lot number 120322. Conclusion: all breathing circuits are visually inspected and pressure tested prior to leaving the production line. Any breathing circuits that fail are rejected. The hole in the expiratory limb of breathing circuit 1 was most likely caused by a puncture by a blunt object. The damage to the dryline of breathing circuit 2 was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced in (B)(4) 2012. We have not received any complaints of this nature for product manufactured after (B)(4) 2012. During the production of the dryline tubes, a pressure test is performed every (B)(4) minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt340 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."